Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a pocket discomfort. The patient underwent a revision wherein the pocket site was moved from left flank to right flank. The patient was doing very well postoperatively.